Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped and cracked. Event log history was performed and indicated that "motor rate error" was recorded in history. During analysis, the reported problem was not able to be duplicated. Service replaced the motor assembly as a preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had motor lockup on 10ml syringe, 60ml/hr rate. No adverse effects were reported.